Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call weak battery alarm, failed battery test, battery out limit alarm and drive/motor anomaly. Troubleshooting for battery out limit alarm was performed. Customer replaced the battery and the display screen went blank. Customer advised they dropped the insulin pump earlier in the day and when they placed a new battery into the device it turned on. Customer was advised when the insulin pump has not battery it will alarm after a certain amount of time. Troubleshooting for failed battery test and weak battery was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.